Manufacturer narrative:
The investigation for the reported thrombus has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus could not be determined.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the staff took the patient to the operating room for a washout due to signs of tamponade. They successfully removed a significant clot. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.